Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection of the power supply revealed functional damage to in form of its connector being broken off from the rest of the component. As the connector was broken off, exposed wires were noted. The replacement power supply was used to power on the unit. The cause of the reported damage could not be determined.

Event description:
This report is to advise of an event observed during analysis confirming exposed wires of the power supply.